Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a bilateral arteriotomy closure of the mildly calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, resistance was felt during advancement of first proglide device in the rcfa and the sheath got kinked when it was inserted into the anatomy. A cuff miss [suture receival issue] occurred with the first proglide device in the lcfa. The sutures of two new proglide devices were successfully pre-placed in both access sites. The sheath for the rcfa was upsized to a 18f and the lcfa to a 16f sheath and the evar procedure was completed. Hemostasis for both access sites was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.